Manufacturer narrative:
The user experienced severe hypoglycemia with loss of consciousness after continued use of the ilet prior to hospitalization while remaining on automated insulin therapy. This situation can result in acute neurologic symptoms associated with hypoglycemia and is consistent with the observed collapse and hospitalization for hypoglycemia. Engineering logs were not available at the time of review; however, no device malfunction was alleged, and available information supports an undetermined cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.

Event description:
On 03-dec-2025 the reporter reported that on (B)(6) 2025, the user experienced hypoglycemia with blood glucose (bg) level of 39 mg/dl. The user was transported to the hospital by a caregiver where the user was treated and discharged (B)(6) 2025. No long-term health effects were reported.